Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the event, the patient¿s spouse called emergency medical services (ems) after the patient experienced a hypoglycemic event and lost consciousness. No bg or cgm value was specified. When the paramedics arrived, the patient was treated with 2 glucagon injections and was brought to the hospital. En route to the hospital, the patien'ts bg was 2.1 mmol/l. At the hospital the patient received another glucagon injection and treatment included IV glucose. The patient was in the hospital for five days. At the time of the report the patient stated she still experienced numbness in her hands and feet. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the event, the patient¿s spouse called emergency medical services (ems) after the patient experienced a hypoglycemic event and lost consciousness. No bg or cgm value was specified. When the paramedics arrived, the patient was treated with 2 glucagon injections and was brought to the hospital. At the hospital the patient received another glucagon injection and treatment included IV glucose. It is not known how much time the patient spent at the hospital. At an unknown point during the event the cgm reading was 7.6 mmol/l, and the blood glucose reading was 16.0 mmol/l. At the time of the report the patient stated she still experienced numbness in her hands and feet. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.